Event description:
The threaded tip of the implant holder is broken off. The surgeon elected not to remove the cage. The cage and the tip remain implanted in the patient.

Manufacturer narrative:
Information not provided. Additional information has been requested. Device is an instrument and is not implanted. Device returned to and evaluated by synthes (B)(4). The material and manufacturing documentation was reviewed and found to meet specifications. The implant holder tip broke off due to an excessive mechanical load. This can be caused by a high amount of torsional forces being placed on the implant holder. The surface of the fracture is homogenous, which indicates material conformity.